Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that before anesthesia surgery for patients, a disposable pressure monitoring sensor was used to dynamically monitor the patient's invasive blood pressure, such as arterial pressure, central venous pressure, etc., and the flushing end of the pressure sensor and the connection port of the sensor were disconnected. The pressure sensor was flushed with heparin water before use, causing the pressurized heparin water to splash everywhere, and the pipeline at the sensor end was also polluted by falling during pressure flushing. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.